Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and passed. The pairing test with the nordic bluetooth device was performed and failed. The global transmitter final functional test was unable to be performed. The data file was unable to be downloaded. The reported customer complaint was confirmed. The probable cause was a defective transmitter.

Manufacturer narrative:
Com-(B)(4)